Manufacturer narrative:
The customer stopped and started the hydro and rebooted the system. The hydro system is now working and running. A bec field service engineer called the customer on (B)(4) 2011 and customer stated that instrument is running without further leaking issue. No additional hydro leak complaint been filed.

Event description:
A customer contacted beckman coulter inc (bec) to report a leak in the hydro and the hydro pneumatic tray was flooded. No injury or exposure was reported.